Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation through complaint information, problems caused by material problems such as degredation is a possible cause of the failure. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated a loose rubber seal at the biopsy port was found. There was no patient involvement.